Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the procedure was pulmonary embolism (pe) and deep vein thrombosis (dvt). Of note the patient has factor v leiden deficiency, a gene mutation leading to a hypercoagulable state. The device was placed via the right internal jugular vein. Inferior vena cava (ivc) gram showed a mild rightward curvature of the ivc, no thrombus was noted. The optease filter was advance through the sheath and placed below the lower most renal vein with the tip at the level of l1-l2. Post placement venography showed the filter to be in the ivc with a mild tilt of approximately seven degrees. It was initially reported that the filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to, tilt, hook severely embedded within or through the ivc wall, and failed retrieval attempt. As a result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care treatment. As a further result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. Additional information contained in the patient profile form (ppf) indicated that approximately two and a half months later a percutaneous retrieval attempt was made. At that time, an ivc venogram was performed and demonstrated no thrombus within the filter, but that the filter could not be retrieved as the filter was slightly tilted with the hook either embedded in or slightly beyond the ivc wall. The ppf also notes that the notes that the patient has been put on blood thinning medication for clotting of the ivc filter and continues to experience anxiety related to the device. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported tilt and retrieval difficulty could not be confirmed. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported by the legal department, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and caused injury and damages to the plaintiff including, but not limited to, tilt, hook severely embedded within or through the ivc wall, and failed retrieval attempt. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages, and required extensive medical care treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The date of implantation was indicated as (B)(6) 2010; however the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of an optease vena cava filter on or about (B)(6) 2010. The filter subsequently malfunctioned and cause injury and damages to the plaintiff.  Including, but not limited to, tilt, hook severely embedded within or through the ivc wall, and failed retrieval attempt. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries, damages, and required extensive medical care treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.